Manufacturer narrative:
Analysis inspected 1 opened/used enlite sensor and found cannula retracted inside sensor base. Analysis was also unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via telephone call that the sensor was reading low and causing the threshold suspend to be activated when the blood glucose was not low. The customer did not recall the blood glucose reading at that time. The customer had not noticed bent cannulas and was advised on how to improve sensor readings. The sensor gave a reading of 40 mg/dl when the blood glucose was 60 mg/dl. The sensor appeared to be fully inserted and flat against the skin and no damage was noted to the connection bridge or pins. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Analysis inspected 1 opened/used enlite sensor and found cannula retracted inside sensor base. Analysis was also unable to confirm customer received sensor in said condition due to customer returned opened/used.